Event description:
The product was used during a hernia procedure. Reportedly, the instrument was broke. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/29/1998-supplement #1 sent to FDA. Device not available for eval.